Event description:
Revision surgery - the patient's turon shoulder failed, the surgeon decided to convert to a reverse shoulder prosthesis. The patient had a rotator cuff issue. The surgeon removed all of the turon implants.

Manufacturer narrative:
The reason for this revision surgery was the patient's turon shoulder failed; rotator cuff issue. The length of in vivo service was 3.7 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 3 prior complaints reported against this part number; summary of investigations: 1 for pain, 1 for device failure , 1 for looseness. This is the first complaint against this lot number. This event and revision surgery is the result of a patient's failed shoulder which resulted from a failed rotator cuff. The root cause of the event was not reported and no other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.